Manufacturer narrative:
Customer has mentioned that the device will be returned for an evaluation but didn't receive it yet.

Event description:
Plak smacker received a complaint saying doctor's hands turned red and itchy when she used plak smaker hand gloves. Doctor didn't receive any medical treatment and her symptoms cleared up.